Event description:
It was reported that during a routine device replacement, the physician observed that this lead had an insulation damage. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.